Event description:
It was reported that a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed, and a 20mm watchman flx pro closure device was implanted on (B)(6) 2024. The patient was discharged. During a routine follow up, the watchman coordinator was informed of the stroke by the patient. It was noted that the patient had been non-compliant with their medication. No further information was provided.

Manufacturer narrative:
B3 date of event: updated to 01mar2025.

Manufacturer narrative:
B3 date of event : aware date was used as event date as actual event date was not known.

Event description:
It was reported that a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed, and a 20mm watchman flx pro closure device was implanted on (B)(6) 2024. The patient was discharged. During a routine follow up, the watchman coordinator was informed of the stroke by the patient. It was noted that the patient had been non-compliant with their medication. No further information was provided.